Manufacturer narrative:
B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture, seroma, and lymphadenopathy are physiological complication and analysis of the device generally does not assist allergan in determining a probable causes for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: difference in consistency, double contour sign, inflammatory adenopathies, and rupture.

Event description:
Patient reported left side "difference in consistency," "double contour sign," "inflammatory adenopathies" and rupture. Healthcare professional reported patient has been experiencing pain in the mammary region, for 3 months, which increased progressively, irradiated to the left arm (which made abduction and pronosupination movements of left arm difficult and was not relieved with common analgesics). On palpation, a very painful breast was detected, indurated (capsule baker grade iii), slightly mobile, without signs of phlogosis. The device has been explanted.

Event description:
Patient reported left side "difference in consistency", "double contour sign", "inflammatory adenopathies" and rupture. Healthcare professional reported patient has been experiencing pain in the mammary region, for 3 months, which increased progressively, irradiated to the left arm (which made abduction and pronosupination movements of left arm difficult and was not relieved with common analgesics). On palpation, a very painful breast was detected, indurated (capsule baker grade iii), slightly mobile, without signs of phlogosis. The device has been explanted.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: granuloma.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified; an opening on anterior and red particles on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reported left side "difference in consistency", "double contour sign", "inflammatory adenopathies" and rupture. Healthcare professional reported patient has been experiencing pain in the mammary region, for 3 months, which increased progressively, irradiated to the left arm (which made abduction and pronosupination movements of left arm difficult and was not relieved with common analgesics). On palpation, a very painful breast was detected, indurated (capsule baker grade iii), slightly mobile, without signs of phlogosis. The device has been explanted.